Event description:
Per the audiologist, the pt reported that sound quality with the cochlear implant system progressively declined over time. Results of an integrity test done in 2008, were consistent with normal receiver/stimulator function with multiple electrode anomalies. Reimplantation was recommended but had not ben planned at the time of this report.